Manufacturer narrative:
Severe corrosion damage was noted within the device.

Event description:
The micro drill medium straight attachment was sent for analysis because it was leaking oil during a procedure. There was no leakage into the surgical site; no adverse event was associated with the device.